Event description:
The device was explanted for normal battery depletion thirteen months later and returned for standard analysis testing.

Event description:
Boston scientific received information that the clinician contacted boston scientific technical services (ts) to discuss that over the previous five months, the device's magnet rate has fluctuated between 90 and 100 bpm during the transtelephonic monitoring (ttm) interrogations. It was noted that the auto capture feature in the device was programmed off and the atrial output is 2v at 0.4ms, while the ventricular output is 6.5v at 1ms. Ts discussed with the clinician that since the patient is in intermittent heart block and the ventricular outputs is programmed high, if the patient paces at a certain percentage, the power consumption goes up. Thus the device would trigger elective replacement near (ern) with a magnet rate of 90. Ts also explanted that ern is not latched so if the patient needs less pacing, the power consumption goes down and the device will revert back to magnet rate of 100. The clinician stated that they will continue to do monthly ttm interrogations and will bring the patient in before their scheduled check if necessary, otherwise the clinician noted that they will bring the patient back into the office for the next scheduled interrogation.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.